Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. As the alarm occurred in the past, the customer was unable to provide information regarding the event. There was no reported impact to the customer's blood glucose level.